Event description:
The customer reported a fluid leak under the flow cell of the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The leak was approximately five milliliters of diluent and diluted blood. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory gown and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found a few fluid lines at the differential mix module that were leaking fluid. The fse replaced the sample line from the differential mix chamber to the bottom of the flow cell and the I-beam tubing to the bottom port of the differential mix chamber. The fse cleaned the lower diluter of any contaminates and performed full verification on unit. All controls were checked by customer. The instrument was returned into service after completion of repairs. The failure mode of this event was specific leaking fluid lines. This specific failure mode, upon recur, has the potential to cause unflagged discrepant results. (B)(4).